Event description:
It was reported that the patient felt numbness and tingling in his left arm. He is also unable to lift his left arm very high. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.